Event description:
Volume discrepancies were reported. It was stated that on (B)(6) 2013, the expected drug volume was 10.6, however, they aspirated 19; later on (B)(6) 2014 when the device was interrogated again the expected drug volume was 5.2 and they aspirated 29. Drugs in the pump were morphine, clonidine, baclofen and bupivacaine. No patient symptoms were reported and the severity of the event was noted as mild. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).